Manufacturer narrative:
D1 - brand name, d3 - mfg establishment name- corrected. One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log (ehl) showed an air in line alarm. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to a sensor failure. As a result, the downstream/upstream occlusion sensor, bezel, and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air in line fail. No patient involvement.